Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device exhibited a post fracture, and there were signs of implantation. Device history record (DHR) was reviewed and no discrepancies were found. Analysis indicated that the post fracture was potentially the result of overloading exacerbated by post impingement, however, a root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date: 2012. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to instability. Upon opening the knee joint, surgeon noticed that the post of the insert was broken. Patient was revised with a new insert that is 4 mm thicker.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.